Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power immediately after powering on. There was no report of patient use associated with the reported power failure.

Manufacturer narrative:
The third party service agent advised physio-control that after their evaluation of the device, the customer requested that the device be returned, unrepaired as this device does not have any repair options. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.